Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer reported that there was poor communication on the programmer. The patient was unable to communicate with the recharger and was seeing the reposition antenna screen when trying to recharge the implant. The patient was seeing poor communication on the patient programmer. The implant was last recharged eight days ago but the patient did not recharge to full. The patient had an appointment to see their healthcare provider on (B)(6) 2015. The indication for use was non-malignant pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.